Event description:
Inbound. Patient called back with cadd legacy pump, serial number (B)(4), alarm no disposable alarm with second prefilled remodulin cassettes. Stated one cassette was discarded, after troubleshooting, was able to get second prefilled cassette working. Pump was not replaced. Prefilled cassette will ship 4/1/2022 to replace discarded cassette. Discarded cassette not available for return:, no further details provided.